Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and ¿peri implant liquid.¿ the device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019 and 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Device migration: unable to observe as it is a medical event that is not related to the device. Creases/folding of implant: crease fold is observed on the device. Calcification: not observed on the device. Additional observations: deformation is observed. No further actions are required as the device was implanted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma.